Event description:
Pt had vagus nerve stimulator implanted sometime between 2005 and 2006 for seizure control. Pt complains of some discomfort and hoarseness during (four and a half months later) visit. Device explanted in 2008 because of suspected laryngeal nerve damage with resultant dysphonia.